Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys tsh, elecsys ft4 ii (ft4 ii) elecsys ft3 iii (ft3 iii) and folate on an e801 module. The initial low results were reported outside of the laboratory where they were questioned by the physician. There was no allegation that an adverse event occurred. The ft4 ii reagent lot number was 36319500. The expiration date was not provided. The ft3 iii reagent lot number was 34835900. The expiration date was not provided. The tsh reagent lot number was 36541700. The expiration date was not provided. Calibration data was acceptable. No issues were identified on the small part of alarm trace data provided. The malfunction is consistent with incorrect sample aspiration. Based on the information provided, the investigation did not identify a product problem. The specific cause of the event could not be determined.